Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A part of the scissor broke during operation. The broken part was found in the peritoneum and was retrieved. No clinical consequences. No further information available.

Manufacturer narrative:
8/26/15 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation results: failure analysis - one of the blades is broken. An observation with a microscope highlighted oxidation at the breakage zone. The (B)(4) marking has been erased and another third marking added: finishing aspect and sharpening are different from manufacturing specifications and has been changed. Device history evaluation - DHR impossible, unknown lot. Conclusion: the instrument has been repaired / modified outside of (B)(4) by an external contractor not qualified by (B)(4). This modification could have weakened the instrument and led to the reported event.